Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, it was noticed that there was a haze on iol postoperatively affecting vision. Additional information has been requested, yet no new information received.